Manufacturer narrative:
This ipg serial number was included in a field correction. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-20390. It was reported the patient experienced pain due to pocket heating while charging at the ipg site. A replacement was sent to the patient which has resolved the issue. On 08/01/2012 st. Jude med, neuromodulation div, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.